Event description:
The facility advised that the incident occurred over the weekend (not sure of which day the actual incident happened). The facility reported that c.n.a. Was transferring the patient with a medium belt from the bed to a wheelchair. In the process of the transfer, the strap broke and the patient fell to the ground. The patient sustained a bruise on her arm where she landed. The patient was not placed on any form of medication and was deemed to be okay. The lift was evaluated. There were no scratches, dents, or paint peeling on the unit. The castors appeared to be old and worn. The sling was inspected and found to be torn on the left side with the strap broken at the end where the seams meet. There was fraying on both sides of the straps. The lift was function tested and found to be working to OEM specifications. (B)(4).

Manufacturer narrative:
Pictures and a description of the lift and sling were supplied to the manufacturer and found to be conclusive for determining cause. The sling has been requested to be returned and shall be functionally tested against the conclusions of this report. Should the conclusions of the test conflict with the report, the report will be re-opened and re-written. The sling stitching shown coming undone in several places. The sara 3000 operating and product care instructions (opi), and the sling instructions for use clearly indicate that before each and every use, the sling is to be checked for loose seams, and the lift is to be visually checked and serviced periodically according to the preventive maintenance schedule. The stitching on the sling became undone by the seams. However, the chest fixation strap did not detach and stayed in place, physically preventing a patient drop as described in the information received. Also the description of the nature of the injuries is not in line with the description of the incident. The manufacturer refers to the conclusions and corrective actions as presented in the internal report (B)(4) with regards to seams that became undone around the under arm padding, and report (B)(4) with regards to the seams that became undone around the anti-skid material on the back support. It is recommended that staff at the facility be (re)trained to the opi of the lift and the instructions for use of the sling, with particular focus on the "check before use" policy and the preventive maintenance schedule.